Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced blood glucose (bg) of 571 mg/dl which was addressed with an insulin shot. Cause for bg was unknown. Additionally, it was reported the customer was unable to enter a bg into bolus screen in order to deliver a bolus. Tandem technical support assisted the customer with entering the bg value properly into the bolus menu. The customer admitted the initial error could have been due to use error.